Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, during a follow-up noise was observed on the ventricular channel on episode dated (B)(6) 2017 and (B)(6) 2018. Patient is asymptomatic, with limited mobility. Patient defends haven¿t done anything unusual in these days or managed any equipment that could cause noise.